Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30136259l, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure setting, a large amount of bubbles occurred when the smartablate¿ irrigation tubing set was being primed. Flushing was conducted but the bubbles reoccurred. The smartablate¿ irrigation tubing set was replaced, and the issue resolved. A thermocool® smart touch® sf bi-directional navigation catheter #1 was then inserted into the patient¿s body and within about 1 hour of use, the temperature and impedance were not displayed, and the ablation could not be conducted. Connection was checked and reconnected, the cable was changed but the issue continued. The issue was resolved by changing the catheter to another thermocool® smart touch® sf bi-directional navigation catheter # 2 and the procedure continued. After about 3 and a half hours after the procedure started, after completion of left atrium box isolation, superior vena cava isolation and cavotricuspid isthmus line, the patient became hypotensive. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was followed up in the catheter room, and the pericardial fluid did not change, so patient was transferred to the intensive care unit (ICU) for follow-up. There¿ no information regarding extended hospitalization. Patient¿s outcome improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. The physician commented that although there was a temperature and impedance defect during the procedure with the first thermocool® smart touch® sf bi-directional navigation catheter, it was replaced before the cardiac tamponade, the other thermocool® smart touch® sf bi-directional navigation catheter used did not present any defect, so it was difficult to think about the relationship between the product and the event. . Physician also commented that at the time of the tamponade, there was a timing when it pulled out of the coronary sinus (cs) and a pop interval during la box isolation, the event might have been occurred at the timing. The esophagus temperature was being monitored during the case.